Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was 129 mg/dl. Customer stated the device also alarmed battery out limit and weak battery. The device did not have any physical damage. Customer stated the battery cap was not missing or damaged. The battery compartment nor the springs weren't damaged nor corroded. Customer was advised to insert a new battery and display returned. Troubleshooting for the alarms was also performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.